Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, the patient was treated with an unknown size taxus liberte monorail stent to the mid left anterior descending coronary artery. (B)(6)-2010, the patient underwent cardiac catheterization which revealed stenosis proximal to the taxus liberte stent. There were no ischemic symptoms. The lesion was 75% stenosed, 15mm long with a reference vessel diameter of 2.75mm. This was treated with deployment of a promus stent resulting in 0% residual stenosis and the patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure in (B)(6) 2009, a lesion of in-stent restenosis with a reference vessel diameter of 3.00 mm and a length of 25.0 mm was visually 99% stenosed. The lesion was located in the proximal left anterior descending artery not the mid portion as previously reported. The physician treated the lesion with pre-dilatation, placement of a 2.75x20mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% and timi flow improved from 1 to 3 through the procedure. The patient was discharged without complications on aspirin, clopidogrel bisulfate and warfarin. During the re-intervention timi flow improved from 2 to 3 throughout the procedure.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)